Event description:
No medical intervention was necessary for this event.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Bacterial contamination can occur at any point along the process of collecting products. Possible causes include but are not limited to:-improper cleansing and/or donor prep-not diverting the first 10ml of donor blood-improper storage-undetected misassembly in the set

Event description:
The customer reported sterility testing in the quality control laboratory revealed positive contamination. The customer was not willing to provide the patient identifier. The disposable set is unavailable for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
There was not a transfusion recipient or patient involved at the time of this incident,therefore no patient information is reasonably known. Patient information: none the donor information was provided originally in order to align with the complaint investigation.